Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the unit was displaying an e103 error message due to an igniter failure, causing the spare lamp to come on. High intensity mode was not functioning during testing. The image was dark due to a worn light guide connector, and there was an iris unit failure found. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite xenon light source¿s lamp was not during on automatically during procedure preparation. According to the initial reporter, the intended procedure was completed using a similar device with no harm to the patient. During the device evaluation, it was discovered that the unit was displaying error code e103 for an igniter failure. This report is being submitted to capture the e103 error code and igniter failure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, ¿e103 error alarms and the spare lamp lights up¿ was reproduced and it was due to faulty igniter. According to the service manual, e103 alarms on clv light-up failure and ignition error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.